Event description:
It was reported "upon am assessment, patient's right ij cvc was noted to be pulled out 3-4 cm, with sutures and securement device (second site)remaining in place. Further inspection indicated the central line was properly secured in the silicone clip and sutured to the patient. It appears as though the central line slipped through the securement device. The patient required additional x-rays, and placement of another central line in the left ij." No patient harm or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "upon am assessment, patient's right ij cvc was noted to be pulled out 3-4 cm, with sutures and securement device (second site)remaining in place. Further inspection indicated the central line was properly secured in the silicone clip and sutured to the patient. It appears as though the central line slipped through the securement device. The patient required additional x-rays, and placement of another central line in the left ij." No patient harm or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one 4-l cvc for analysis. Signs of use in the form of biological material were observed on the catheter body. The tegaderm dressing provided with the kit was adhered to the catheter body. Visual analysis of the catheter revealed that the box clamp was returned attached to the catheter body. Visual analysis of the returned sample did not reveal any obvious defects or anomalies. There is no evidence to suggest that the catheter suture wings (on juncture hub) were secured with sutures. The catheter length measured 216mm, which is within the specification limits of 207mm-227mm per product drawing. The catheter outer diameter measured 2.95mm, which is within the specifications of 2.87mm-2.97mm per product drawing. The clamp catheter inner diameter measured 2.7432mm, which is within the specifications of 2.74mm-2.95mm per product drawing. Functional inspection was performed per the instructions for use (IFU) provided with the kit which states, "use triangular juncture hub with side wings as primary suture site. Catheter clamp and fastener should be utilized as a secondary suture site as necessary". The catheter juncture hub was secured within a vice and the box clamp was attached to the catheter body. To test the axial clamp holding force, the box clamp assembly was then attached to a force gauge. Per amrq-000145 rev04 , generation 1 combinations of the clamp/fastener for catheters larger than 7fr should sustain a withdrawal force of = 6n (1.35lbs). The box clamp assembly was pulled in direction of the catheter body to 1.35lbs. No movement was observed. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "use triangular juncture hub with side wings as primary suture site. Catheter clamp and fastener should be utilized as a secondary suture site as necessary". The customer report of a catheter migration could not be confirmed through complaint investigation of the returned sample. No visual defects or anomalies were observed. Additionally, functional testing confirmed no movement on the box clamp assembly. The primary suture location for this catheter is the juncture hub using the triangular wings. It could not be determined if the box clamp or the juncture hub suture wings were secured; therefore, the probable cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.